Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. The reported patient effect of occlusion is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that a thoracic endovascular aneurysm repair was performed on a mildly calcified left common artery with two proglide devices using the pre-close technique. Hemostasis was achieved. However, the next day after the procedure, the patient returned to the hospital and it's suspected that the proglide devices may have occluded the iliac at the puncture site. It is not known how the occlusion was addressed only that there were severe complication. It is not known how the occlusion was addressed only that there were severe complications.